Event description:
It was reported to philips that the customer was unable to save images. The device was in clinical use at the time of the reported event, no harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed without interruption as fluoroscopy remained feasible and completed without saving the images. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to acquire and transmit images. Review of the system log file confirmed the malfunction as image store was inconsistent. Upon troubleshooting, fse determined that the problem was associated with the database and proceeded to repair it but the issue still persists. To resolve the issue, fse replaced the data disk and recreated the data. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.